Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the device would not close with needle in place. The event occurred on (B)(6) 2016 and a paraesophageal hernia repair was performed on (B)(6) 2016. The last known status of the patient is reported as ok.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.